Event description:
(B)(4). The right coil migrated to an unknown location causing severe pain. Had a next day exploratory laparotomy which did not find the coil. Still have essure in other tube and will likely have to have a hysterectomy.